Manufacturer narrative:
The investigation determined that higher than expected vitros creatinine (crea) results were obtained from two different samples (sample 1 and sample 2) collected from the same patient when tested on a vitros 5600 integrated system. The results were higher than expected when compared to results obtained from processing a third sample (sample 3) collected from the same patient tested on the same vitros chemistry products crea slide lot and vitros 5600 integrated system. The assignable cause of the event was most likely an unknown sample interferent. The test events for the patient sample generated substrate depletion (dp) test codes when tested for the vitros crea assay, and a vitros crea result was only able to be obtained after diluting the sample. This indicates a potential sample interferent that could be caused by medication or supplements being taken by the patient. Per the vitros crea instructions for use (IFU), limitations of the procedure, known interferences, creatine: at a creatinine (serum and plasma) concentration of 1.5 mg/dl, creatine greater than 8 mg/dl will be flagged with a dp (substrate depletion) code (because highly elevated creatine concentrations may cause excessive background density). At a creatinine concentration of 14 mg/dl, creatine greater than 1 mg/dl will be flagged with a dp code. Although the dp test codes were generated, it is unlikely creatine interference contributed to the event, as sample 2 and sample 3 were collected on (B)(6) 2026. If the patient was taking creatine supplements, it is unlikely the creatine would clear from the patient body between the collection of sample 2 and sample 3. The customer declined to provide a list of medications and a diagnosis for the affected patient as they were sure the issue was sample-related and isolated to samples collected from the affected patient. The customer believed the vitros crea assay and the vitros 5600 integrated system were performing as intended. Pre-analytical sample handling was not likely a contributing factor to the event as the higher than expected vitros crea results were isolated to two different patient samples collected from the same patient, with other patient samples processed without issue. Historic vitros performance verifier quality control results prior to, and within the timeframe of the event indicated vitros crea slide lot 1545-3582-6935 was performing as intended regarding accuracy and precision. Therefore, a performance issue with vitros crea slide lot 1545-3582-6935 did not likely contribute to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic performance issue with vitros crea slide lot 1545-3582-6935. No diagnostic vitros alkp precision test, which is used to assess the performance of the vitros 5600 integrated system, was performed during the timeframe of the event. However, since the quality control results were acceptable and the issue was isolated to a single patient sample, a performance issue with the vitros 5600 integrated system did not likely contribute to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros creatinine (crea) results obtained from two different samples (sample 1 and sample 2) collected from the same patient when tested on a vitros 5600 integrated system. The results were higher than expected when compared to results obtained from processing a third sample (sample 3) collected from the same patient tested on the same vitros chemistry products crea slide lot 1545-3582-6935 and vitros 5600 integrated system. Patient sample 1 vitros crea result of 2.46 mg/dl vs the expected sample 3 result of 1.44 mg/dl. Patient sample 2 vitros crea result of 2.60 mg/dl vs the expected sample 3 result of 1.44 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros crea results of 2.46 and 2.60 mg/dl were reported outside of the laboratory, however, the physician questioned the results and did not take any action. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) (B)(4).